Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast buttons responded appropriately. The keypad cover was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim with discolored text and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.